Event description:
I had burning pain in my breasts and other various body parts that lasted for months and then would come back intermittently until I had my breast implants removed. And now the pain is gone. The implants were cohesive gel silicone.